Event description:
On (B)(6) 2018, a 29mm masters valve was selected for implant in the mitral position. While rotating the valve, the leaflet fractured and broken into pieces. The valve and all fractured pieces were removed from the patient and a 29mm medtronic ap valve was implanted. The procedure was significantly extended and the patient remained hemodynamically stable throughout. The patient is reported to be discharged.

Manufacturer narrative:
The reported event of a fractured leaflet was confirmed. One leaflet had fractured into three pieces and dislodged from the orifice. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the leaflet fracture remains unknown. However, the damage was consistent with some external force applied to the valve which over stressed the carbon material.